Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker explant procedure due to elective replacement indication. During the procedure while removing the leads from the device header, it was noted that the right ventricular - rv lead failed to disconnect from the pacemaker header. The physician eventually removed the lead from the header and the insulation was damaged. The rv lead was capped and replaced (B)(6) 2020. The patient was in stable condition before, during, and after the procedure.